Event description:
It was reported that this right ventricular (rv) lead was explanted due to the patient had crush syndrome right by the clavicle and was demonstrating change in impedance and threshold. A new lead was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown product performance issue. A new lead was implanted. No additional adverse patient effects were reported.